Manufacturer narrative:
D10 concomitant product: glj-51-m polysorb* 4/0viocv-25dt 5x45x12 (lot#: d2k1211y); glj-51-m polysorb* 4/0viocv-25dt 5x45x12 (lot#: d2k1211y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy, when the nurse pulled out the needle thread from the packet and tried to give it to the doctor, the thread detached from the needle. The same thing happened for the second device. The 3rd and 4th device were used without any problems, but the 5th device, had a thread that was in a shape that seemed to be crushed. Another device was used to resolve the issue. There was no patient injury.